Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Dr. Revised a left total knee triathlon originally done on (B)(6) 2018. Patient was experiencing pain. He assessed the implants to be stable, however decided to extract the tibial baseplate and after which he observed there was posterior tibial fracture. He revised to a cone implant with a new universal baseplate, augments, stem and insert.